Event description:
It was reported by the customer that the x7-2t tee transducer would not articulate during use with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
It was previously reported the x7-2t tee transducer would not articulate during use. Additional information reported the issue was found prior to clinical use with no patient involvement. There was no patient or user harm associated with this event. This is not likely to cause or contribute to a death or serious injury. Therefore, this is not a reportable case.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The transducer was not returned therefore, no repair or evaluation data could be obtained. No additional investigation is possible.